Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. Customer¿s blood glucose value was 400 mg/dl at the time of incident. Customer stated that he insulin pump had an insulin flow blocked alarm. Customer stated that the alarm did not occur during fill tubing. Customer stated that the event was resolved by changing complete set. Customer stated that they do not feel okay to do troubleshooting. The device will not return for the analysis.